Event description:
Additional information was received that per the physician, the cause of the injury was possibly due to repeated insertions of the non-medtronic sheath and the evolut inline sheath for blood vessels with a diameter of 5 mm or less.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, access was obtained via the left femoral artery. It was noted that the patient had a narrow vessel diameter of approximately 4.4 mm. Due to concerns about passing the evolut valve's inline sheath through the small vessel, an attempt was made to pass the section with the inner tube of an 18 fr introducer sheath. This attempt was unsuccessful. Despite this unsuccessful attempt, an attempt was subsequently made to insert the inline sheath. The inline sheath would also not pass through the narrow vessel, however. An attempt to insert a 16 fr introducer sheath also resulted in difficulties, so it was decided to use an e-sheath for passage. Additionally, plain old balloon angioplasty was performed three times using a 5 mm balloon, and 2 times using a 6 mm balloon during the attempts to proceed with transfemoral access. During the sheath exchange, a partial dissection was observed from the left external iliac artery to the common iliac artery. It was noted that the procedure had been delayed by 2 hours, so the procedure was aborted. Postoperatively, imaging of the leg and a surgical closure were performed.

Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.